Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead and far field r-wave over-sensing on the right atrial (ra) lead. Reprogramming was performed on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.